Event description:
Leica biosystems received a complaint of tissue not processing well. On (B)(6) 2017, a leica biosystems field support specialist reported that tissue samples from an unspecified number of cases exhibiting sub-optimal tissue processing were not diagnosable. Specific detail as to the number of patients from whom tissue was undiagnosable; whether re-biopsy was either recommended or performed and an identifier, age or date of birth and gender for each patient from whom tissue was undiagnosable was requested from the laboratory on multiple occasions. However, the information requested has not been received by leica biosystems as of 24 march 2017. If additional information is received a follow up report will be submitted. Please see manufacturer report # 8020030-2017-00022 for additional information.